Event description:
Patient presented to the hospital in critical condition, was stabilized and reoperated as quickly as possible. A clot was found covering both leaflets and hinges. The valve was removed and replaced with another on-x valve. The patient was not taking her warfarin due to an inability to get to clinic. The patient has recovered.

Manufacturer narrative:
Valve is at pathology lab for evaluation. No conclusion at this point.